Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during cataract surgery with intraocular lens implantation, the posterior capsule ruptured upon delivery of lens into the eye . Hence the lens was removed and replaced with another lens during the same procedure. There was no patient harm.

Manufacturer narrative:
Additional information was provided in d.9., d.10., h.3., h.6. And h.11. The lens was returned inside the replacement lens case. Solution was dried on the lens. One haptic was broken (possibly cut) from the haptic/optic junction area (not returned). The optic as cut in half, typical of insertion and removal. The device was returned loose inside the carton. The plunger lock and lens stop have been removed from the device. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted back to mid-nozzle. No abnormalities observed. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information was provided that the capsule was ruptured upon inserting the lens. The lens was exchanged for a 22.5 diopter lens model. No further information has been provided. File will be re-opened and updated if new information is received. The manufacturer internal reference number is:(B)(4).

Event description:
There was no further impact to the patient.

Manufacturer narrative:
Additional information was provided in b.3., b.5., h.3., h.6. And h.11. No abnormalities were observed with the returned delivery system. Improper delivery was not indicated. It cannot be determined what caused the rupture based on the available information. No further information has been provided. File will be reopened and updated if new information is received. The manufacturer internal reference number is: (B)(4).